Event description:
It was reported that on (B)(4) 2012, during a planned replacement procedure the hcp ¿opened the pocket and disconnected the sutureless connector, withdrew csf, got free flow, then reconnected the same sutureless connector and again withdrew csf through the cap and were able to get free flow again. Dr. (B)(6) had been told that there was a chance that, originally, the outlet tube may have peirced the inside of the connector and thus caused a ¿plug¿ of the outlet tube, causing the pump not to be able to flow and that the connector should be replaced and sent back, but he decided to not replace since he was able to withdraw fluid. The pocket was then closed.¿

Event description:
It was reported that a volume discrepancy issue occurred: the actual residual volume (arv) was greater than the expected residual volume (erv). It was indicated during the patients first refill, the managing physician aspirated an expected residual volume of 5.5 ml and did not continue to aspirate. He attempted to instill the new drug into the reservoir and was only able to put in about 6 ml's. Later, the physician assessed the pump and emptied 40 ml from the reservoir. It appeared that the patient had no drug delivered via pump, although it was reported that the patient did not have any pain and had pain relief since implant. It was also noted that the patient was able to be weaned off his oral medications, including his fentanyl patches. It was indicated that the physician had planned to refill the pump and send the patient home. The patient was also scheduled to have the catheter access port (cap) aspirated to check for catheter patency. The outcome of the patient and the event was unknown. The drug delivered via pump was morphine.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).